Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the system 6 sagittal saw was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the system 6 sagittal saw was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated; however, upon disassembly, an indexing bearing brinelled failure was identified. The device was repaired and returned to the user facility.